Manufacturer narrative:
It was confirmed that the programmer was unresponsive to the stylus. The programmer also displayed an error message, and there was a damaged connector on the link electronic module (lem) printed circuit board (pcb) assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not responsive to the stylus and made a clicking sound. The programmer was returned to service. No patient complications have been reported as a result of this event.